Event description:
Per spontaneous call from pt's mother pt's cadd ms3 pump serial number (B)(4) was beeping along continuous beep overnight last night and shut off. She changed the batteries and turned it back on, but this morning it did the same thing. Successfully switched pt to back up pump. No harm to pt. Sending replacement pump for tomorrow and mom will return broken pump to us. This pump is overdue for maintenance so that is likely why it is having issues. No further info available. Reported to (B)(6) by pt/caregiver.